Event description:
Hemostatic clip was being used during procedure. Once clip was deployed, it wouldn't release from the wire. The release handle had to be opened and closed 3-4 times before the clip released. It did release though, with difficulty, and no other equipment was used.